Event description:
It was reported that syringe 10ml ll had precipitation inside. This was discovered before use. The following information was provided by the initial reporter: precipitation on the inside of syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/8/2020. H.6. Investigation: two samples were received by our quality team for evaluation. The samples were subjected to visual inspection to check for visual droplets. No visual droplets were observed in the syringe or inside of the barrel; therefore, the incident could not be determined. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the visual inspection, the returned samples passed and met visual acceptance criteria. Hence the root cause could not be determined on the reported non-conformance.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll had precipitation inside. This was discovered before use. The following information was provided by the initial reporter: precipitation on the inside of syringes.